Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via legal notification that the patient underwent an initial total left knee replacement surgery on (B)(6) 2013. Patient was diagnosed with aseptic loosening of her left knee replacement. She underwent revision surgery of her left knee on (B)(6) 2021, approximately 8 years post initial procedure. Patient had extensive synovitis, severe wear of the poly liner, the femoral component was loose with significant fibrous tissue beneath it with marked osteolysis. Upon information and belief, the loose components and osteolysis in patient¿s left knee was due to polyethylene wear of the tibial insert. No device return anticipated due to this being a legal case.

Manufacturer narrative:
1038671-2024-03352 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. H6: corrected the following: health effect - clinical code, problem code, component code, type of investigation, investigation findings, investigation conclusions.